Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the device passed all function testing and was operating appropriately. The exact cause of the reported event could not be conclusively determined. However, user handling could not be ruled out as a contributory factor. The esg-100 instruction manual states, "user-related error prevention: warning: improper use: the safety and effectiveness of electrosurgical intervention depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand, and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness." Olympus (B)(4) was made aware of this report by the original equipment manufacturer (OEM) on (B)(4) 2012, on an event which occurred outside of the united states. (B)(4) is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that two days following a colonoscopy polypectomy procedure, a patient reportedly experienced abdominal pain and was said to have undergone a CT scan. The patient's colon was determined to have been perforated, and the patient was admitted to a different hospital for unspecified urgent care.